Event description:
Since (B)(6) 2010, the physician had discovered volume differences between the pump calculated volume and the actual volume; there was too much volume. Due to this, he decided to reduce the pump programmed dosage from 6 mg/day to less than 2 mg/day and substituted with oral medication. During all this time, no battery alarm occurred (the battery alarm was enabled) and there were no motor stalls noted in the pump logs. In (B)(6) 2010, the physician replaced the catheter for a suspected occlusion; no device troubleshooting was done. In (B)(6) 2011, the physician replaced the pump. There was reported to be no patient injury. The device system was used to deliver morphine sulfate (50 mg/ml).

Manufacturer narrative:
(B)(4). Pump has been returned to the manufacturer for analysis. A follow-up report will be sent when the analysis is complete.